Event description:
It was reported by a nurse that high impedance was received during a follow-up appointment with a vns patient. The pt was referred for x-rays and the device was programmed off due to high impedance. Additional info was received through the area representative indicating that there was no diagnostic history other than the recent high lead impedance for which the company representative was unable to copy the flashcard. A dcdc 7 was recorded on (B)(6) 2011. Review of x-rays by the hospital indicated no lead discontinuities and will not be available to the MFR for review. No pt manipulation or trauma was reported to have contributed to the reported high lead impedance. At the moment, the pt has been referred for battery and lead revision but no exact date has been provided. Good faith attempts to obtain the lead model and serial number have been unsuccessful to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.